Manufacturer narrative:
(B)(4). G2: australia. D2, d4, g4: attempts have been made to gather all product identification information, and no further information has been provided. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Lot identification is necessary for review of device history records, lot identification was not provided. Insufficient information provided to perform a compatibility check. Complaint history review cannot be performed without product identification. Medical records were not provided. Complaint cannot be confirmed. A definitive root cause cannot be determined. D10: additional associated products. Unk persona cr standard femoral implant, sz 5 lot# unk. The delay in reporting is being addressed via CAPA.

Event description:
During a review of anonymized data query, it was noted an initial total knee arthroplasty of unknown laterality was completed on an unknown date. Subsequently, the patient experienced moderate to severe stiffness at greater than 6 months.